Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2022-09143. During an unrelated procedure, the right ventricular (rv) lead was capped and replaced. Twelve days later, the patient presented in-clinic due pocket erosion and a pocket infection. The infection/erosion was believed to have originated from the pocket suture from the recent revision procedure. The active rv lead was explanted and a replacement rv lead was implanted along with an absorbable antibacterial envelope. The capped rv lead remained implanted. The patient was in stable condition.